Event description:
Material #: 386862, batch#: 4022034. It was reported by customer that when placing the IV the protective cover on the safety glide broke and exposed the entire needle. Pieces of the plastic and spring were left behind when extracted. See photos attached with broken IV catheter and the lot number. Verbatim: complaint received via email(s). Rcc received a complaint via email. Email(s). When placing the IV the protective cover on the safety glide broke and exposed the entire needle. Pieces of the plastic and spring were left behind when extracted. See photos attached with broken IV catheter and the lot number.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Based on the returned photo, the actuator was detached from the catheter adapter and safety mechanism was not activated. Based on the verbatim ¿when placing the IV the protective cover on the safety glide broke and exposed the entire needle. Pieces of the plastic and spring were left behind when extracted¿, the defect happened when the user was withdrawing the needle unit to safety the device. As current control, at assembly station there was a 100% inline vision inspection system to detect and reject parts with spring to actuator distance out of specification. And there is an outgoing functional test on blood escape time (bet) to detect leakage from the blood control valve. As no sample is returned for evaluation, root cause could not be established.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc catheter broke / separated after placment it was reported by customer that when placing the IV the protective cover on the safety glide broke and exposed the entire needle. Pieces of the plastic and spring were left behind when extracted. See photos attached with broken IV catheter and the lot number. Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. When placing the IV the protective cover on the safety glide broke and exposed the entire needle. Pieces of the plastic and spring were left behind when extracted. See photos attached with broken IV catheter and the lot number.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.